Manufacturer narrative:
Patient age at time of event: 18 years older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 5.00mm x 2.0cm x 135cm peripheral cutting balloon¿ was selected for use. The procedure was performed by ipsilateral antegrade approach. However, during the procedure, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.